Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer kept receiving a no delivery alarm at least twelve times prior to call. Customer's blood glucose was out of control. Customer's blood glucose the night prior to call was 460 mg/dl. Customer was advised to change the infusion sets and felt the problem was not with the insulin pump. Advised the customer to monitor the insulin pump and call back if problems persisted.